Manufacturer narrative:
Vyaire medical file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator during set-up prior to patient use.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm and duplicate the issue - a transducer fault has occurred on the unit. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Visual inspection on the uut (unit under test) assembly revealed no visible defects, damage, or contamination. Transducer calibration was performed and it was found that the sensor,diff pres,mini,2.5 inch h2o was faulty. "